Event description:
The device was applied during a right lower lobectomy. Reportedly, the several staples did not form. The surgeon applied suture to complete the procedure. The hosp has reported that no pt injury occurred.